Event description:
It was reported that the pump touchscreen cracked; cause was not known. Pump was not functional. Customer's blood glucose was 126 mg/dl. Customer reverted to using an alternate method of insulin therapy.